Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during revision of the associated lead, the right atrial lead exhibited noise. The physician elected to explant and replace the lead. The patient was reported to be doing fine post procedure.